Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence with burnt odor the customer reported there was no patient involvement.